Manufacturer narrative:
No further in formation was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported. It was communicated that the pump had operated as intended and will not be returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a routine heart transplant.